Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [discarded by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06837 and 0001825034-2017-06838.

Event description:
It was reported that during a procedure, the surgeon was unable to screw the peg into the fixation plate. The plate was left with a screw hole unfilled. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical devices: peg smooth 2.0x16mm item#p16000. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.